Event description:
Allergan breast implants; symptoms: brain fog, short term memory loss, chest pain, extreme fatigue, extremely weak (unable to work, lost everything I worked hard for, I was an expanded function dental assistant), extremely tender breast, all kinds of stomach problems, bad pain in upper neck / shoulders/ upper back. Migraines which I never had till the implants, suicidal. Achy hot / cold sweats. Sometimes unable to get out of bed for days; 3 1/2 days in bed got out to pee once, ate (B)(6) when I was hungry and stomach hurt, boyfriend brought drinks and food when he could. This has been life debilitating. I almost killed myself, how many women have already, because we went years so sick being misdiagnosed. I would never know about bii if I never got the recall letter. Many symptoms not listed. People need answers. I have lost so much, family function, friends, opportunities I will never get again; had to stop my wedding. This goes on and on. If I had any idea these could make me sick it would never have happened. I've lost 3 years of my life. And now have to figure out how to pay to have the implants removed. You all should look at the 1000k+ women and their symptoms on a (B)(6) page called (B)(6). You will get tons of real life affects it caused the public. Thanks for listening. Waiting levels of metal in my blood including arsenic. Extremely low vit b12, d3, take rx once a week, a shot and a capsule. FDA safety report ID# (B)(4).